Event description:
Customer reported system is displaying a charger fail error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the connector on the battery charger pcb. System operates as intended.